Event description:
It was reported that the doctor mistakenly was attempting to put the atrial lead in the wrong port. Upon correcting this mistake the doctor was then unable to completely tighten the set screw on the device. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that the grommet was damaged.